Event description:
Identified non-absorbable vloc suture was inadvertently placed during laparoscopic hysterectomy. The package for vloc suture indicates "absorbable" vs. "Non-absorbable,"; however, the two look similar. Updates in packaging would be helpful. Consider labeling with a bright color or special marking on the box to distinguish the absorbable from non-absorbable. Manufacturer response for v-loc suture, sut v-loc 18 sz.0 non-abs gs-21 ndl (per site reporter). We set up an in-service with coviden for v-loc sutures at [redacted].